Manufacturer narrative:
The complaint on the 146870489 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 13518638 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported the secondary tubing leaking at site of spinning spiros when gemzar hung on line b. It was also mentioned that they returned gemzar to the pharmacy and they changed chemo secondary tubing. Gemzar hung with new chemo secondary tubing and able to infuse without leaking. The nurse stayed at chairside and noticed leak with first drop, stopped the infusion and clamped the line. No patient harm was reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone extension- ext. (B)(6).